Manufacturer narrative:
Other text: additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited double beeping. It is unknown if there was any patient involvement.